Event description:
It was reported that the cougar ls lateral cage was inserted but the surgeon did not like the position. As he was removing it, the cage broke at the tip of insertion device. It was reported that disc space was very tight and the cage was wedged in very well, so there was little room to maneuver the cage. The surgeon had to remove the device by drilling it into pieces and reinserting a different size cage. The difficulty resulted in a thirty minute delay to the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
The cougar ls lateral cage was not returned as it was destroyed while removing. Review of the device history record could not be performed as the lot code is unknown. A 12-month review of the complaint trend analysis for the product family found no related complaints associated with this type of failure. Without the return of the cage we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action is necessary at this time as there has been no systemic trend observed. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device destroyed during removal.